Manufacturer narrative:
The insulin pump was received with intermittent down arrow button due to moisture damage on keypad trace. No scrolling or locking of pump noted. No low reservoir alarm noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive and numbers were scrolling on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 65 mg/dl, which the customer treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.